Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the delivery wire had multiple kinks, the proximal contact was kinked, and the coil had separated from the delivery wire at the detachment zone. From the event description, the physician tried mechanical detachment using microcatheter manipulation and succeeded in separating the coil from the delivery wire, resulting in the reported event. From the event description, additional information, and evaluation of the unit, it is probable that the kinks in the delivery wire and proximal contact occurred due to handling damage during use as no damage was noted prior to use. Kinks in the delivery wire can occur if excess force is exerted on the unit. It is also likely that the detachment of the coil was as a result of microcatheter manipulation. Therefore the assigned cause of the reported event will be handling damage during use.

Event description:
It was reported that the coil (subject device) was not detached although detachment was attempted. The physician successfully detached the coil mechanically by manipulating the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) was not detached although detachment was attempted. The physician successfully detached the coil mechanically by manipulating the microcatheter. There were no reported clinical consequences to the patient.